Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level and was hospitalized. The customer treated his blood glucose level with an injection and his blood glucose level was 240 mg/dl. When the customer was in the emergency room, it was reported that the customer's blood glucose level was high because it went from 275 mg/dl to 312 mg/dl after eating a sandwich. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Customer was advised to change set/reservoir and insulin and directed to additional resources available on our website. No additional information provided.